Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had rewind anomaly. Customer's blood glucose at time of incident was unknown mg/dl. The customer stated insulin does not squirt out or continue to drip during the fill tubing processed. The customer was advised that a broken force sensor does not happened. The customer stated it doesn't allow exit of load reservoir process. The customer has a back up plan and advised that the device will be replaced.